Event description:
It was reported that the patient received a low glucose alert from a dexcom g7 continuous glucose monitor indicating 65 mg/dl while a blood glucose meter showed 74 mg/dl, after which the patient, without symptoms, ingested two glucose tablets and the blood glucose rose to 90 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included resolution of the low-glucose alert after oral carbohydrate intake with no medical intervention, hospitalization, or serious injury. Investigation included review of the event details and troubleshooting education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with a transient hypoglycemic reading with inter-device variance between cgm and bgm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.